Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The IFU contains the following statements: ¿do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ the review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Olympus investigators have concluded the lock mechanism failed and the connection became unstable because the lock mechanism inside the endoscope socket was worn away due to repeated use for a long period or the user applied excessive force to the endoscope socket. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the unit leaking air due to a worn out air joint unit inside the scope socket. The repair center also found the locking mechanism on the scope socket was not protecting the pins, and additional moisture stains were inside the scope socket. This device malfunctions is the result of excessive stress to the output socket. The device was repaired and returned to the customer. A supplemental will be submitted if additional information becomes available following investigation.

Event description:
The customer contacted olympus to report a device malfunction; the unit was leaking air. During evaluation, the repair center confirmed the leaking air was due to a worn out air joint unit inside scope socket. There was no consequence or impact to the patient.